Event description:
It was reported that oversensing noise was observed. The lead was capped and replaced during device change out due to eri. The patient condition was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.